Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection vancomycin (2 gram every 5 days) and injection fortum (1 gram once a day) route not reported for the event. It was unknown if the patient had recovered from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.